Event description:
It was reported that the evos 3.5mm x 44mm lck scr s-t ((B)(4)) package was labeled as a 44 mm but the actual measure is 34 mm, the evos 3.5mm x 42mm lck scr s-t ((B)(4)) package was labeled as a 42 mm but the actual measure is 28 mm and the evos 3.5mm x 24mm ctx scr s-t ((B)(4) package was labeled as a 24 mm but the actual measure is 30 mm. The action taken was to re-measured screws before handing to surgeon before insertion, so surgeon removed the above screws and drilled again due to adjustment with plates. Screws were measured differently to above, hence used different length evos screws. Screws were discarded and are not available for evaluation.

Manufacturer narrative:
Results of investigation: it was reported that the evos 3.5mm x 44mm lck scr s t package was labeled as a 44 mm but the actual measure is 34 mm, the evos 3.5mm x 42mm lck scr s t package was labeled as a 42 mm but the actual measure is 28 mm and the evos 3.5mm x 24mm ctx scr s t package was labeled as a 24 mm but the actual measure is 30 mm. The action taken was to re-measure screws before handing to surgeon before insertion. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed at this time. Our investigation by our quality team indicated that vision machines are utilized for all lots before packaging to verify the length of the parts. After reviewing the documentation of the reported lot, it can be concluded that all parts are conforming at the time of distribution from a documentation standpoint. Complaints search was performed and found no other records of non-conformance with involved lot. All vision report included in the device historical records indicates parts are conforming. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. No patient harm has been reported, therefore, no further clinical/medical; assessment is warranted at this time. Based on this investigation and with no product available for evaluation, no root cause can be determined at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the evos 3.5mm x 44mm lck scr s-t package was labeled as a 44 mm but the actual measure is 34 mm, the evos 3.5mm x 42mm lck scr s-t package was labeled as a 42 mm but the actual measure is 28 mm and the evos 3.5mm x 24mm ctx scr s-t package was labeled as a 24 mm but the actual measure is 30 mm. The action taken was to re-measured screws before handing to surgeon before insertion, so surgeon removed the above screws and drilled again due to adjustment with plates. Screws were measured differently to above, hence used different length evos screws. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.